Event description:
Complainant alleged that the medics were responding to a call of a 58 y/o male pt in cardiac arrest. The medics monitored the pt with the device in manual mode. The analysis of the pt's heart rhythm indicated that the pt was in ventricular fibrillation. The medics pressed the charge button on the device, and the device charged to 200 joules, but when the medics attempted to discharge the device, the device would not discharge. The monitor continued to analyze the pt's heart rhythm as ventricular fibrillation. Several add'l attempts were made to shock the pt, but the device would not discharge. CPR efforts were continued on the pt, while still attempting defibrillation at 200 joules. Finally, the device delivered one shock at 200 joules. After the shock was delivered the device displayed a "check electrodes" message, and the medics were unable to obtain any tracing of the pt ECG on the device screen. The medics then confirmed the placement of the electrodes and cable connections, but the device continued to display a "check electrodes" message with two subsequent defibrillation attempts at 300 and 360 joules. Through this time the pt had been intubated and was being hyperventilated with the aid of a bag valve mask while CPR was continued. Medications were adminstered intravenously and via endotracheal tube. The pt subsequently expired.

Manufacturer narrative:
Na